Event description:
The following adverse event was discovered as part of a retrospective clinical trial: patient had a CT scan performed on (B)(6) 2023 confirmed non-union. Pt was rx'd a bone stimulator to begin using daily. He had another CT scan done on (B)(6) 2023 with continued non-union. He continued using bone stimulator and brace until he was cleared for surgical correction on (B)(6) 2024 (18 months post op). The event was continuous, had severe symptoms, was not serious, had a probable relationship to the study device, and hospitalization was required. The subject recovered without sequelae.

Manufacturer narrative:
The event was identified as part of a retrospective clinical study. Clinician determined the event has a possible relationship with the study device, however no device malfunction or defect has been reported. There are no identified trends associated with the reported event. The root cause cannot be established.